Manufacturer narrative:
The crphs reagent lot number and expiration date were not provided. The bild2 reagent lot number was 85183001 with an expiration date of 31-mar-2026. The ggt2 reagent lot number was 87410201 with an expiration date of 31-jan-2026. The tpuc3 reagent lot number was 86777201 with an expiration date of 30-jun-2026. The c4 reagent lot number was 84951501 with an expiration date of 30-nov-2026. The creatinine reagent lot number and expiration date were not provided. The customer had corrected the issue before the field service engineer (fse) arrived. The fse inspected all of the probes and cell rinse volumes and performed a 21-cup precision with acceptable results. Calibration for all assays was acceptable. Sample short errors were observed in the alarm trace data. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of data alarms on a cobas 8000 cobas c 502 module. The customer noted residue on the sample probe and cleaned it. All qc failed with data flags. The customer replaced the reaction cells and performed a photometer check with acceptable results. Qc was repeated and failed with data flags. The customer found that a nut and counter-nut on a reagent probe were loose; this was tightened, and the customer had no further issues. Qc was acceptable. The customer repeated 50 patient samples that had been run before the issue was corrected. Reportedly, 13 patient samples required corrections. The following are examples of discrepant results for 6 patient samples tested for crphs, bilirubin direct gen.2 (bild2), glutamyltransferase ver.2 - standardized against szas (ggt2), total protein urine/csf gen.3 (tpuc3), creatinine, and tina-quant complement c4 ver.2 (c4). Patient 1 initial crphs result was 1.55 mg/l. The repeat result was 3.51 mg/l. Patient 2 initial bild2 result was 17.6 mg/dl. The repeat result was 0.4 mg/dl. Patient 3 initial ggt2 result was 17 u/l. The repeat result was 33 u/l. Patient 4 initial urine total protein result was 23 mg/dl. The repeat result was 6 mg/dl. Patient 5 initial urine creatinine result was 6 mg/dl. The repeat result was 8 mg/dl. Patient 6 initial c4 result was < 2.0 mg/dl. The repeat result was 8 mg/dl.